Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. During the procedure, it was noted one lead was slightly pulled out of the header, which was causing high impedances. Effective therapy was established post-operatively. It is unknown which lead had pulled out, so it is being reported on all 3.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-17710, 1627487-2021-17712. It was reported one of the patient's leads had fractured and had invalid impedance. As a result, the patient may undergo surgical intervention to address the issue. Note: it is not known which lead had fractured so all leads are being reported on.